Event description:
The customer reported that the "power turns off by itself and it is unable to use". There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6).

Event description:
The customer reported that the "power turns off by itself and it is unable to use". There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1537-2024. D.1 device catalog number was 9849, is 9847. Device UDI was (B)(4). E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6). H.7 remedial action initiated was other, is recall.